Event description:
Information was received from a healthcare providers (hcp) and a company representative regarding a patient receiving lioresal (200 mcg/ml at 1347 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that since december the patient had volume discrepancies at refills. The arv (actual residual volume) had been greater then the erv (expected residual volume), and at the last refill it was 17% greater. It was noted that at some point, the physician had done a cap (catheter access port) dye study that was negative. Additional information was received later the same day from a home infusion nurse who reported that she had a little more history. She stated that the patient was bed bound and was moved regularly and that the patient had decubitus and chronic utis (urinary tract infections). Per the nurse, over the last 4-6 months, the patient had increased spasticity and the arv was getting a little greater. On (B)(6) 2021, the arv was 8 ml and the erv was 3.4 ml. On (B)(6) 2021 the arv was 12 ml and the erv was 8.1 ml. On (B)(6) 2021, the arv was 12 ml and the erv 6.2 ml. Per the nurse, due to the decubitus and chronic utis it was hard to know if the increased spasticity was related to that or the volume discrepancies. The pump logs showed no alarms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.